Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 158-159 mg/dl.